Event description:
Same case as MDR ID#2134265-2014-04787. It was reported that balloon rupture occurred. The target lesion was located in the "heavily" calcified mid left anterior descending (lad) artery. A 12mm x 2.50mm nc quantum apex¿ balloon catheter was selected and advanced to predilate the target lesion. The first and second inflation were performed at 18 atmospheres. However, upon the third inflation at 18 atmospheres, the balloon ruptured. The physician performed rotational atherectomy with a 1.25 and 1.5mm rotablator burr to remove the calcium inside the vessel. A second 15mm x 3.00mm nc quantum apex¿ balloon catheter was then selected and advanced to dilate the mid lad again. The first inflation was performed at 18 atmospheres for 20 seconds. However, upon the second inflation at 18 atmospheres, the balloon ruptured. The device was removed without any segment left detached inside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. There was blood in the inflation lumen and balloon. Device analysis determined the condition of the returned device was consistent with the complaint incident. There was a pinhole and a scratch in the balloon material 4mm from the distal edge of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material, balloon bond or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID#2134265-2014-04787. It was reported that balloon rupture occurred. The target lesion was located in the "heavily" calcified mid left anterior descending (lad) artery. A 12mm x 2.50mm nc quantum apex balloon catheter was selected and advanced to predilate the target lesion. The first and second inflation were performed at 18 atmospheres. However, upon the third inflation at 18 atmospheres, the balloon ruptured. The physician performed rotational atherectomy with a 1.25 and 1.5mm rotablator burr to remove the calcium inside the vessel. A second 15mm x 3.00mm nc quantum apex balloon catheter was then selected and advanced to dilate the mid lad again. The first inflation was performed at 18 atmospheres for 20 seconds. However, upon the second inflation at 18 atmospheres, the balloon ruptured. The device was removed without any segment left detached inside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).